Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported the patient presented to the hospital with vomiting, high fever, and was septic. It was also reported the patient developed a pocket infection and when the implantable cardioverter defibrillator (ICD) system was explanted, pus was seen in the pocket. The patient was treated with antibiotics and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.